Manufacturer narrative:
Device evaluation: one pneupac ventilator pump was returned for investigation in used condition. The investigator noted that the bottom case bottom and front panel were damaged. The CPAP knob could not be turned. The investigator noted loose grub screws on the CPAP control spindle. The spindle got lodged in the function switch housing as a result. This was causing the reported product problem. This product problem resulted from impact to the device that was attributed to the end user. A user interface issue was established as the root cause.

Event description:
It was reported that the CPAP control knob on the pneupac ventilator was not functioning correctly. The bottom case also had a crack. No patient injury or complications were reported in relation to this event.